Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 177 mg/dl, 324 mg/dl and 63 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.